Event description:
The customer contact reported a crack; subsequently, a leak was noted. On an unspecified date, the primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via plum pump. At unspecified time, the male adapter of unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery of an unspecified medication. After an unspecified length of time, it was reported that an unspecified volume of solution leaked and a crack was noted at the connection of the semi-rigid female adapter and the cassette of the primary tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. The device passed testing. No cracks were noted at the connection of the semi-rigid female adapter and the cassette. No leak of solution was noted during testing procedures. Although the device passed testing, hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.